Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the strain relief where connector attaches to console of a footswitch, multi-function, versajet ii bent. Therefore, would not active pump. As this happened in a non-surgical environment, there was not patient involvement.

Manufacturer narrative:
The device, intended for use in treatment, has been returned for evaluation, the visual inspection confirmed damage on the strain relief cord connector, establishing a relationship between the device and the reported events. The root cause identified as a stress problems caused by contact with another source, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, a complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.